Event description:
It was reported patient underwent a trauma procedure on (B)(6) 2013. During the procedure, while the surgeon was attempting to insert the screw into the femur the inserter connector fractured and the screw remained in the femur. The surgeon retrieved the screw but as a result used a different screw and a shorter screwdriver to complete the procedure.

Manufacturer narrative:
The screw was returned but no evaluation was performed. The screw was reported due to intervention to remove screw. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00633-1 / 00634-1).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00633 / 00634).